Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate after filling the cartridge with 300 units. Numerous alerts and alarms were observed in the pump history. There was no patient involvement as the pump was being used for demonstration purposes only. Contact reinstalled the same cartridge and a minimum fill alert occurred. Recommendation was made by tandem technical support to install a new cartridge.